Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: the reported lot number m91v56 is not a valid lot number for this device. What is the lot or batch number of this device?

Event description:
It was reported that during a laparoscopic gastric procedure, the I-blade of the device was broken off when the device was used for the scarring tissue which got harder. The upper part of the jaws were detached but it was retrieved without any problem. The broken blade was retrieved from the patient with a forceps. No bleeding occurred. The broken blade will be returned for investigation. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # m90v56. The device was received with the top of the I-blade upper tip broken off not returned. In addition, the upper jaw was intact and not missing as reported by the customer. The device was connected to the generator and it was recognized. Because the I-blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.